Event description:
Diagnostic procedure was performed in 2008 on a female pt and perclose was used to close the access site in the right common femoral artery. On four days later, pt returned for scheduled intervention. For the second time access was through the right common femoral artery (rfca), and the boomerang catalyst wire achieved temporary hemostasis as indicated. Pt achieved final hemostasis using manual compression without incident. The following day, the pt was returned to the or for a second interventional procedure. For a third time access was through the rcfa and again the boomerang catalyst wire achieved temporary hemostasis as indicated. While applying manual compression, bleeding was observed from the two previous access sites and large hematoma developed. The pt was returned to the or and a next day without incident and discharged. The vascular surgeon stated the boomerang catalyst wire was not related to the incident and was due to the multiple sticks and anticoagulation over a 6 day period.

Manufacturer narrative:
While the boomerang catalyst wire performed as indicated and the device did not cause the injury - as an adjunct to manual compression this is being reported to identify the potential injury that can result from manual compression to a vessel.